Event description:
It was reported that noise was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. Ra lead revision was anticipated to resolved the event. The patient was stable and there were no adverse consequences.